Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted and the lead was damaged at implant. (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted, and blood/body fluid was found on all conductors, including the distal conductor (not obstructed). The lead was damaged at implant.

Event description:
It was reported that during the implant attempt, both leads dislodged while slitting the guide catheter. The leads were not used and new leads were implanted. No patient complications have been reported as a result of this event.